Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Update fields: d8; e1; g3; h2; h3; h6 and h11 corrected fields: e3; h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector watertight defect; electrical contact corrosion, image failure due to malfunction of charge coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - address 1: (B)(6) e1 - city:(B)(6).

Event description:
It was reported that the camera head had the black connector section damaged. The issue was found after a diagnostic transurethral resection procedure. There were no reports of patient harm.